Manufacturer narrative:
Lead migration is a known risk of implantable neuromodulation systems. There does not appear to be any obvious external contributing factors to the migration. Trial was completed successfully and the patient moved to permanent implant.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator trial system on (B)(6) 2022 and subsequently experienced loss of pain relief. Surgical revision was performed on (B)(6) 2022 to replace the trial leads and restore pain therapy.